Manufacturer narrative:
The sensor replacement alert was first presented to the user on (B)(6) 2024, on day 94 post insertion. The sensor was returned for further investigation, and upon receipt, a visual inspection was performed, and no anomalies were observed. From the return material analysis testing, the returned sensor did not reveal any sensor malfunctions. A review of the dms data showed there was a sensor check alert that occurred simultaneously with a gap in the raw signal data. Thus, the sensor check alert and sensor replacement alert are potentially due to reference channel instability caused by an intermittent led issue. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report 01 october 2024. D9 device available for evaluation? Yes on 07/19/2024. G3. Date received by the manufacturer? 01 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On july 4, 2024, senseonics was made aware of an incident where the user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.